Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered bodily injuries. Injuries and or symptoms include bloody discharge, urinary incontinence, and urgency to use the bathroom.